Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, starting on (B)(6) 2025, the patient reported experiencing inaccurate readings. The patient did not provide any values; however, she stated that the values ¿do not match how she felt¿. The patient did not check her bg values throughout the occurrence of inaccuracies nor change the sensor. On (B)(6) 2025, the patient had low readings on the cgm and without confirming her blood glucose the patient consumed chocolate cake, coca-cola, and orange juice. Sometime later, she developed dizziness, severe abdominal pain, and extreme fatigue, which prompted her to go to the hospital. Upon arrival at the hospital, the fingerstick showed 190 mg/dl, while the cgm displayed 76 mg/dl. The patient was reportedly not treated for hyperglycemia but was given potassium for hypokalemia. She was given intravenous fluids to "restore balance and hydration." After completing treatment, the patient was discharged on the same day and went home feeling better following the interventions. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.